Manufacturer narrative:
During device evaluation additional findings include the following: due to wear of the scope cover packing, water tightness was lost; the air/water and suction cylinder had discoloration; the forceps channel port, the right/left knob, up/down knob, switch box, scope connector case unit, and plug unit all had a scratch; the control unit, scope cover, and grip had corrosion due to water leakage; the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever; due to a burn on the plastic distal end cover the insulation resistance valve at the distal end did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the image guide protector had discoloration; the illumination was poor due to breakage of the light-guide bundle; and the connecting tube and universal cord had peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the light output was insufficient on the evis exera iii gastrointestinal videoscope. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the air/water cylinder and air/water tube, plastic distal end cover, and light-guide lens had foreign objects in it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed, and may have been residue from a procedure. The suggested events were presumed to have been due to he device not being completely reprocessed due to a leak at the cover, and as a result, foreign material was left in the device. The suggested events are preventable and detectable by handling device as per the following instructions for use (IFU): operation manual includes the detection method in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.